Event description:
The facility's nurse reported to baxter (B)(4) that an interlink extension set with 0.22 filter was leaking from the filter. This condition was observed during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: six sample were returned for evaluation. A visual inspection revealed no abnormalities in five samples, but in one sample the millipore filter's membrane was found to be torn. However one was found to have failed the hydrophilic membrane bubble point test, and a continuous stream of air bubbles at the filter outlet within 10 seconds at 45 psi was observed. The reported condition was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.